Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the ventilator's lcd screen was found to be blank. The device's lcd screen was replaced to address the issue.